Manufacturer narrative:
(B)(6) follow up for device evaluation. A report was received indicating the presence of a large glob of dried white material at the junction where the metal needle connects to the pink hub. To support the investigation, one unpackaged sample and a corresponding photograph were submitted for evaluation by the quality team. A visual inspection of the sample was conducted. The needle hub exhibited an epoxy overflow. The photograph confirmed the condition observed in the returned sample. No additional defects or irregularities were identified. This issue is known to occur during the assembly process, specifically when a jam occurs at the cannulator. A device history record (DHR) review was completed for material number 305199, lot 1027259. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. Cannulator verification confirmed that the settings were accurate, and product flow was consistent. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer-reported condition has been confirmed.

Event description:
Description: epoxy on needle. Event details: several needles with a large glob of dried white material where the metal part of the needle attaches to the pink hub. Material # 305199, batch # 1027259.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.